Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. It was alleged that the cartridge was not recognized. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/24/2014 with the following findings: a review of the pump¿s black box history showed that multiple loss of prime warnings were recorded after occlusion alarms. No evidence of a load step malfunction occurring was observed in the black box history. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump case was removed and no intermittent condition was found to the force sensor circuit. The complaint that the pump was not recognizing cartridges was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.